Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead. Product analysis: pli#10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Pli#20 product ID# 977a275 analysis identified that in the medial segment all conductor(s) were broken just above electrode 7, analysis removed electrode to analyze conductors. All conductors and stylet coil were broken at electrode #7, 4cm from the distal end. Pli# 30 product ID# 977a275 analysis identified that the conductor(s) were broken at electrode 2, 1.75cm from the distal end of the lead. All conductors and stylet coil broken at electrode 4, 3cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with a history of chronic headaches experienced a return of pain and was not feeling stimulation from the intellis adaptivestim pain implantable neurostimulator with two lead 977a275 5 mm compact 1x8 magnetic resonance imaging (MRI) leads. The patient reported no longer feeling any stimulation regardless of the intensity setting. A full system replacement has been scheduled as a revision procedure for (B)(6) 2025. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Both leads were explanted and ins. The ins was explanted at the discretion of the surgeon. The patient was replaced with a new full system. Rep also noted impedances.